Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (unknown accu-chek test strips), is related to case with patient identifier (B)(6) (accu-chek instant test strips).

Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl (accu-chek instant meter) and 160 mg/dl (unknown accu-chek meter).